Manufacturer narrative:
Correction: g3-consumer should had been selected in the initial report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via phone call. Upon investigation, the implantable cardioverter-defibrillator was found in backup vvi mode. Programming changes were made, and the device was restored. The patient was stable.